Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.